Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their bolus button was unresponsive. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issue. Customer was advised sweating may be the possible cause of their keypad issue. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.